Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was implanted during a stent placement procedure on (B)(6), 2011. According to the complainant, the initial stent placement was completed successfully to treat a tumor in the gastroesophageal junction (oeg junction). At the end of (B)(6) 2011, at a different facility, the patient complained of discomfort and it was noted that tumor ingrowth was present at both ends of the stent. On (B)(6), 2011, a non-bsc stent was implanted through the wallflex stent to restore patency of the stricture. At a later date, this non-bsc stent migrated. As a result, on (B)(6), 2011 a second non-bsc stent was placed inside the wallflex. There are reports that this stent migrated as well. However, it was confirmed that the wallflex stent remained implanted and in the correct position. This event was mentioned by the complainant in conversation with the sales rep and the complainant feels strongly that there was no issue with the wallflex stent. The patient's condition was reported to be satisfactory, but pending intervention to remove the non-bsc stents that migrated. As the complainant feels there is no issue with the wallflex, no further information appears forthcoming. Correction: upon further review of the information available, it is not clear whether the wallflex stent migrated in addition to the non-bsc stents or whether the stent remained implanted in the correct position.

Manufacturer narrative:
(B)(4): a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. It is noted that tumor ingrowth through the uncovered portion of the stent, tumor overgrowth around the stent ends, and stent migration are listed as adverse events associated with esophageal stent placement as per the dfu. Therefore, the most probable root cause classification is "anticipated procedural complication."

Manufacturer narrative:
Although the exact event date is unknown, it was reported that the issue was detected towards the end of (B)(6) 2011. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was implanted during a stent placement procedure on (B)(6), 2011. According to the complainant, the initial stent placement was completed successfully to treat a tumor in the gastroesophageal junction (oeg junction). At the (B)(6) 2011, at a different facility, the patient complained of discomfort and it was noted that tumor ingrowth was present at both ends of the stent. On (B)(6), 2011, a non-bsc stent was implanted through the wallflex stent to restore patency of the stricture. At a later date, this non-bsc stent migrated. As a result, on (B)(6), 2011 a second non-bsc stent was placed inside the wallflex. There are reports that this stent migrated as well. However, it was confirmed that the wallflex stent remained implanted and in the correct position. This event was mentioned by the complainant in conversation with the sales rep and the complainant feels strongly that there was no issue with the wallflex stent. The patient's condition was reported to be satisfactory, but pending intervention to remove the non-bsc stents that migrated. As the complainant feels there is no issue with the wallflex, no further information appears forthcoming.